Event description:
It was reported that pump fell, pump screen went blank and an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was 275 mg/dl. The customer administered manual injection to address elevated bg level.